Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two pictures of the defect for evaluation. Our quality engineer reviewed the provided photos and determined that the first photo showed three packages with damaged blister packs and the second photo showed six empty packages. Based off the provided photos the engineer was able to verify the reported defect. It was determined these were manufacturing defects. It was determined that these were most likely operator errors. The packaging process utilized a scale to detect any missing/extra product. Any discrepancies are removed to be inspected by the packaging operator. However, the definitive root cause for the damaged blister packs could not be determined as there was not enough evidence to determine where the damage occurred. H3 other text : see h.10.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters' plastic packaging was found torn in the front before use, compromising the sterile field. The following information was provided by the initial reporter, translated from spanish to english: product damage: sealed and sterile primary packaging comes empty without product. Damage to product: torn front plastic packaging. (Broken primary packaging).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters' plastic packaging was found torn in the front before use, compromising the sterile field. The following information was provided by the initial reporter, translated from (B)(6) to english: product damage: sealed and sterile primary packaging comes empty without product. Damage to product: torn front plastic packaging. (Broken primary packaging).